Event description:
A diaphragm component of the teleflex medical taut operative cholangiogram catheter broke off of the device during insertion into the abdomen. It was immediately retrieved in its entirety by the surgeon. Reason for use: laparoscopic cholecystectomy.